Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/6/2024, it was reported by an arthrex subsidiary employee via email that an ar-1322bnf mini bio-suturetak eyelet pulled out while inserting the anchor. This was discovered during an elbow ligament repair procedure on (B)(6) 2024. The case was completed using a product from another manufacturer. All the broken fragments were removed. The case was delayed ten minutes; however, additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per picture attached that the eyelet fell off on the device. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper misalignment insertion, and/or prying/leveraging of the device during insertion.